Event description:
The device indicates an ECG comm error code. Pt outcome is unk but has been requested.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.